Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The permanent cautery hook (pch) instrument was analyzed and found to have dark discoloration on the cautery hook tip. The instrument passed electric continuity. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The complaint regarding hook is burnt was not confirmed by failure analysis. The probable root cause of the cautery hook tip discoloration can attributed to component susceptibility to damage through frequent cautery usage.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the permanent cautery hook instrument involved with this complaint to perform failure analysis (fa) testing and the fa is still in progress.

Event description:
It was reported that after a da vinci-assisted general surgical procedure, the hook of the permanent cautery hook instrument was burnt. The procedure was completed with no reported injury.